Event description:
It was reported that the tps handpiece cord was overheating during a procedure. The procedure was completed successfully without incident, no adverse consequence was associated with the device.

Manufacturer narrative:
The customer comment that the cable overheated could not be confirmed during simulated use testing. It was found during testing that there were internal wire breaks of the cable, this could have caused intermittent overheating if the cable was used for an extended period of time, although this could not be confirmed.

Event description:
It was reported that the tps handpiece cord was overheating during a procedure. The procedure was completed successfully without incident, no adverse consequence was associated with the device.

Manufacturer narrative:
Additional information will be submitted once the device evaluation is complete.